Event description:
Ous MDR - after an implantation period of approx. 3 months, a loss of capture was reported. The pacemaker was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery was found to be fully charged. The header of the device was analyzed. The set screws could be easily screwed in and out. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Rests of coagulated blood were found inside the header bores and on the contact surface of the set screws. Otherwise no peculiarities were noted. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. The impedance measurement functions of the device were tested and proved to be flawless. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. It cannot be excluded that the rests of coagulated blood observed in the header bores and on the set screws might have contributed to the reported clinical event. However, the root cause could not be determined.